Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. (B)(4).

Event description:
The patient reported he had not charged the ipg since (B)(6) of 2015. The sjm representative confirmed the ipg was inoperable. Subsequently, the ipg was explanted and replaced. Effective stimulation was restored post-operatively.